Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that lenses were scratched by the injector. Additional information received indicates that the scratch was identified by the surgeon under the microscope during lens insertion. The lens was not implanted but removed before full insertion. There was no impact to the patient.